Manufacturer narrative:
Device identifier : 15420045510746.

Event description:
It was reported that during a selenia procedure on october 17th , the c-arm rotated randomly due to faulty switch panel. A field engineer examined the equipment and it was determined that the controllers on the right side needed to be replaced. The replacement was performed and the system met all manufacturer´s specifications. No patient or staff injury reported. No other information available.

Manufacturer narrative:
Investigation was completed as follows : the complaint was reported as the control inserts were randomly causing the tube head to rotate. The field engineer (fe) was dispatched to the site and noticed the right control insert was not responding. The fe replaced the control inserts which resolved the issue. No patient or user injuries were reported. A review of the device history showed no additional complaints for this issue occurred after the control inserts were replaced. The control insert switches were not returned for investigation. Based on a review of the related complaints, the probable cause of the uncommanded movement is due to an issue with the control inserts. Based on the component age of 3,237 days, the likely cause is related to natural wear and tear on the component. The replaced control inserts were not returned therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Risk trending was performed and the calculated occurrence was very low (1). Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. System product code: sdm-05000-3dc. Serial number: (B)(6). System manufacture date: 11/11/2014. System installation date: 12/15/2014. Unique device identified (UDI): (B)(4).

Manufacturer narrative:
DHR review :there were no discrepancies noted in the DHR. The functionality of the control inserts was tested under tr-00150 with no issues noted. System product code: sdm-05000-3dc serial number: (B)(6). System manufacture date: 11/11/2014 system installation date: 12/15/2014 unique device identified (UDI): (B)(6).